Event description:
Report received of unrestricted flow. On an unspecified date and time , the nurse primed the IV tubing with ringers lactate and programmed the pump to deliver at an unspecified rate. The nurse opened the door of the pump to power it off. The pump was then taken to the pt's room and the door was closed to power the pump on. Reportedly, the nurse removed the cap from the end of the tubing set, and "lr just started pouring out." The customer contact could not recall if the pump sounded an audible alarm at this time. The nurse primed a second tubing set, placed the set into the pump and closed the door. At this time, the nuse noted "the same exact thing happened again." The customer contact stated they "seemed" to remember the pump sounded a "cassette alarm." The pump was removed from clinical service and therapy was resumed using the second tubing set on a replacement pump. There were no reported adverse pt effects and no medical interventions were required. Thoough requested, no additional info was provided.